Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, while transecting the uterosacral ligaments, the arm cart assembly (aca) with the bipolar fenestrated grasper (bfg) (left working arm) generated an arm error and froze. The team had to undock the arm, detach the instrument, move the arm away, and replace it with a different arm (four arms were available, although the procedure required only three) to resolve the issue. Meanwhile, the team restarted the arm that had the error, and it was successfully calibrated on the side. There was no patient injury.

Event description:
It was reported that during a robotic laparoscopic hysterectomy procedure, while transecting the uterosacral ligaments, the arm cart assembly (aca) with the bipolar fenestrated grasper (bfg) (left working arm) generated an arm error and froze. The team had to undock the arm, detach the instrument, move the arm away, and replace it with a different arm (four arms were available, although the procedure required only three) to resolve the issue. Meanwhile, the team restarted the arm that had the error, and it was successfully calibrated on the side. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs and a provided image for the reported arm cart assembly. One image was received for evaluation. The image depicted the reference identification and serial number of an arm cart assembly that matched what was reported. Evaluation of the logs indicated there was an occurrence of an error code for 'linked to arm failure with possible motion - subsystem robotic assembly validation - desired vs. Actual', which occurs when the robotic arm joint 6 fails to maintain its position on the arm cart assembly. This can indicate that extra force may have been put on the joint, leading to an overdrive condition and consequent errors. The error code gives a system recoverable inoperable error and a subsystem non-recoverable inoperable error. The error code also reports an error message stating, "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to the system not being used as intended. Replication of the error can occur if excessive force is applied by the use to joint 6 of the robotic arm. The instructions for use (IFU) states, "warning: do not lean or push sideways against the instrument drive unit or instrument track while inserting or withdrawing instruments, to avoid unintended instrument movement and potential patient injury.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.